Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
It was reported that the patient experienced infections at the implant site. Subsequently, the skin around the abutment was debrided and the patient was treated with antibiotics (date and duration not reported). The implanted device remains.